Event description:
Nurse discovered the tube feedings were not being pumped (all contents of bag not infusing). Pump did not alarm. Several pump sets were discovered to be broken. Following the event, the pt's blood sugar dropped. There was no illness, injury or medical intervention resulting from the event.